Event description:
It was reported that the pump was delivering morphine (2 mg/ml 1.49 mg/day) and compounded baclofen (300 mcg/ml at 224 mcg/day). It was being changed to morphine (4 mg/ml at 1.57 mg/day) and compounded baclofen (300 mcg/ml at 118 mcg/day). The hcp (healthcare provider) had changed the concentration of the primary drug and updated the pump without programming the bridge bolus. The hcp immediately realized that the bridge bolus had not been done and went back and programmed a bridge bolus, but now the pump was seeing the new medication as the old medication and the bridge bolus was not done correctly. The patient had since gone home. The hcp had programmed the old drug desired dose as 1.49 mg/day for a duration of 9 hours which meant the patient was getting morphine (0.745mg/day) and compounded baclofen (111.75mcg/day). The patient returned to the clinic. Four hours had passed. After calculating what was remaining in the original bridge bolus, an adjusted bridge bolus was programmed in the prime bolus mode (.3576 ml over 11 hours and 27 minutes). The patient had no symptoms related to the event. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial# (B)(4), product type programmer, physician. (B)(4).

Event description:
Additional information later reported the patient did not have any symptoms related to the event/ incorrect bridge bolus. The patient was called back into office and pump was programmed correctly. This resolved the issue and patient was noted to be receiving effective therapy.